Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 13.5mm from the tip. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 17-jan-2019. It was reported that crossing difficulty was encountered. The 85% in-stent restenosed, 15mm in length, concentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 2.75mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a balloon pinhole.